Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of patient's treatment and was noted on leak alarm. Blood leak was verified visually in dialysate and with positive hemastix. Hcp states blood was returned to the patient. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.